Event description:
Additional information was received from the rn reporting that it is unknown if manipulation or trauma occured that may have caused or contributed to the events. The relationship of the pain at the generator site to vns is unknown, and it is unknown if it was associated with vns stimulation on times. The patient and mother were unable to provide much information, per the rn. No causal or contributory programming or medication changes preceded the onset of the pain. Clinic notes from (B)(6) 2013 reported that high lead impedance warning message was received on normal mode and system diagnostics. The output current was lowered, but the diagnostics still showed high impedance. Therefore, the normal and magnet mode output current was programmed off. Patient was referred for an x-ray but the nurse did not indicate if a copy of the x-rays would be provided to the manufacturer for review. The chest and neck x-ray results showed no obvious disruption of the vns lead, per the notes. Furthermore, the notes indicated that the patient had not been seen for a year and a half. She was doing better with regards to her seizures, with the last one about three months prior. This was noted to be good despite the high lead impedance. The patient did complain of the vns generator hurting frequently, about two weeks per month. Mother treats with tylenol which the nurse indicated seems to help. No additional information was provided.

Event description:
Review of new programming/diagnostic history for the patient's generator was performed which revealed that the generator was in fact not replaced on (B)(6) 2013 as previously reported. Following lead revision surgery on (B)(6) 2013, the device was turned back on. It was confirmed that the device was temporarily turned off on (B)(6) 2013 due to the high impedance.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported that the generator was replaced on (B)(6) 2013 as well, but only the lead was replaced.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the treating nurse that the patient presented for a follow-up appointment on (B)(6) 2013 and high lead impedance was found on systems and normal mode diagnostics. The generator was disabled on (B)(6) 2013, as the site suspects a lead fracture. The only adverse event reported thus far has been pain at the generator site for the past couple of months, but the patient has not experienced an increase in seizures. The patient had generator and lead replacement surgery on (B)(6) 2013. However, attempts for product return were unsuccessful as the explant facility indicated they were no longer available for return to the manufacturer. Attempts to the reporting nurse have been unsuccessful to date.